Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device had exposed wires and frayed cable, as a result the cable and label were replaced. (B)(4).

Event description:
It was reported that the radio frequency programmer head had exposed wires and frayed cable. The programmer head was returned for service. No patient complications have been reported as a result of this event.